Manufacturer narrative:
Analysis was completed and reviewed. This lead was subjected to continuity testing, pressure, helix and hipot testing, which analysis determined that the lead met specification.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.